Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number:1627487-2022-04932,1627487-2022-04910,1627487-2022-04911. It was reported the patient lost effective coverage due to the s1 and l5 drg leads having migrated. The patient underwent surgical intervention where 3 leads were replaced with a new ones and one lead was revised restoring therapy. Note: it is unknown what sn leads were explanted and what sn lead was revised.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.